Event description:
It was reported that the device shut off while replacing the battery. It was also reported the device was in use on a patient at the time of the event. The biomed was unable to reproduce the problem. It was also reported the case is damaged. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the device shut off while replacing the battery. Analysis confirmed the report that the case was damaged (upper and lower cases are broken). Side bail covers and battery drawer are broken. Lead flex cover is contaminated. Keyboard is scratched.